Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge and reused insulin from a previous cartridge. Tandem technical support educated the customer of cartridge and insulin labeling. Customer¿s blood glucose level was 235 mg/dl. Customer continued to use the pump for insulin therapy until replacement arrived.